Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts and was unable to charge the pump. There was no reported impact to the customer's blood glucose levels. A replacement usb cable/adapter were sent to the customer.